Manufacturer narrative:
Reported event: it was reported that the end effector was non- functional. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the device history records indicate 20 devices were manufactured and accepted into final stock on 12/17/2015 with no reported discrepancies. Complaint history review: review of complaints within the trackwise database for p/n 111758, l/n 19220315 show three 4 other complaints related to the reported failure. The pr's are (B)(4). Conclusions: the failure could not be determined as the product was not available for inspection. If additional information is received the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1454143 and CAPA 1454425 h3 other text : device not returned.

Event description:
Pka end effector handpiece does not work. The magnet was missing from the trigger.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Pka end effector handpiece does not work. The magnet was missing from the trigger.